Manufacturer narrative:
There are two issues: intermittent stopping and going and a fire when the dealer pulled out the batteries. As batteries age with normal wear and tear they loose function and the scooter may perform intermittently. To service for intermittent performance the batteries are often replaced. As stated in invacare labeling (B)(4) both batteries on board must be replaced at the same time. The dealer was removing the batteries at the time of the fire. The user manual provides a step by step method for the removal of batteries from the scooter. In addition, a warning on page 37 is for handling the batteries is provided. It is unknown if the dealer followed the warning or the removal steps. Page 37 warning: before performing any maintenance adjustment or service, turn power off and remove key from ignition. Never allow any of your tools and/or battery cables to contact both battery terminals at the same time. An electrical short may occur and serious personal injury or damage may occur. The use of rubber gloves is recommended when working with batteries. Do not tip the batteries. Keep the batteries in an upright position. Invacare strongly recommends that battery installation and battery replacement always be done by a qualified technician. All battery terminals caps (two on the left battery and two on the right battery) must be installed prior to use. Page 40 removing: remove the seat. Refer to removing/installing the seat on page 23. Remove the battery box from the scooter. Refer to removing/installing the battery box on page 39. Remove the twelve mounting screws (not shown) that secure the battery box top to the battery box. Disconnect the wiring harness from the batteries by holding the connectors and pulling them in the following order: negative (-) black battery cable from the negative (-) battery terminal on the left battery. Positive (+) red battery cable from the positive (+) battery terminal on the right battery. White battery cable (jumper) from the positive (+) battery terminal on the left battery and the negative (-) battery terminal on the right battery. Remove the tape securing the thermal switch to the side of the left battery. Remove the batteries from battery box by lifting the batteries out.

Event description:
The scooter allegedly had intermittent stopping and going. The dealer pulled out the batteries when it allegedly started a small fire. No injury is alleged.